Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor's lv lead exhibited high out of range pacing lead impedance measurement greater than 2,000 ohms. The field representative wanted a print out with the trend values. Pacing threshold and sensing were fine. Boston scientific technical services (ts) discussed other lead configuration test. The lead is currently programmed tip to ring. Additional information from the field representative indicated that the patient was sent for x-ray and it revealed that everything was fine and patient will just be monitored. Subsequently, the cause of the observation was not identified. The crt-d remains in service. No adverse patient effects were reported.